Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It was discarded.

Event description:
The patient presented to the surgeon due to pain in the left, moderate swelling, and drainage at the left ear canal. The right tmj devices were recently removed and revised due to the same problem. The surgeon plans to remove the devices, treat the infection, and implant revision devices.

Manufacturer narrative:
The reported event could be confirmed as the operative report was provided. However, the lab results were not sent. CT scan showed ankylosis on the right side, and the surgeon performed debridement surgery on (B)(6) 2020 (see complaint# (B)(4)). Additional imaging showed drainage penetrated the distal aspect of the glenoid fossa, directly posterior to the fossa portion of the joint prosthesis. On (B)(6) 2022, the surgeon removed the infected devices and debrided the infected granulation tissue and heterotopic bone. However, no device malfunction was reported. The surgeon plans to re-implant new left tmj implants after curing the infection. Overall, the root cause for the infection remains uncertain as no lab results were obtained. The information received does not suggest a device failure, malfunction, or other performance issues. If further information becomes available, this report will be revised. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
The patient presented to the surgeon due to pain in the left, moderate swelling, and drainage at the left ear canal. The right tmj devices were recently removed and revised due to the same problem. The surgeon plans to remove the devices, treat the infection, and implant revision devices.